Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor siltex contour moderate profile 275/300 cc saline breast implant, lot number 155089. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor siltex contour moderate profile 275/300 cc saline breast implants which the right side deflated after implantation. The issue confirmed by the doctor. As a result, patient had the device explanted on (B)(6) 2018.